Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: during investigation, the black box showed evidence of a short battery life with 11 count voltage drop leading toa cs 128 alarm. The returned battery cap could fit. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment. The ez-prime steps were performed correctly. All currents readings were above specification. The reported short battery complaint was duplicated. The pump's cover was removed and there was moisture observed on the continuous glucose monitor (cgm) module. All current readings returned to specification after unplugging the cgm flex from teh printed circuit board. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that multiple low battery warnings were emitted and there was moisture observed in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.